Event description:
It was reported that the adaptor came loose from the device. The adaptor was placed back into the port and the setscrew was tightened. The adaptor and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-35 x 2 leads, implanted: 2014 (B)(6); 5866-38m adaptor, implanted: 2014 (B)(6). (B)(4).